Event description:
The customer reported the system displayed a control panel error. This will likely result in a system shut down situation.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted. The system was then found to be operating as intended.